Event description:
Before the procedure, the pt experienced an episode that caused her to produce a lot of saliva coming from her mouth. The patient's jaw was crooked going to the left -side of her face. She could not lift her head to speak. She could not hold anything in her left hand. And, her words were slurring . She was sweating. Afterwards, the accunet 6.5 mm was deployed with no complications. During the procedure, the patient had seizure- like activity. However, her symptoms resolved after a few seconds. No evidence of neuro deficits. An acculink stent was placed with no complications. Post dilated with a balloon and once more the patient had seizure- like activity, lasting a few seconds, but resolved. The patient developed left-sided weakness, post procedure with significant improvement. After the procedure the patient's facial droop slightly improved. Motor function in the extremity was intact and there was no slurring of speech. Patient neurologically stable; however, the symptoms are consistent with a stroke. No additional information is available.